Event description:
It was reported that the sales representative was inquiring why the atrial and ventricular egms (electrogram) look the same and the marker channels do not line up. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.